Manufacturer narrative:
(B)(4). Physio-control provided the reporter the external hard paddles paddle attachment part number info. Follow up with the customer confirmed that the caller installed the attachment and observed no further issues. There were no further info provided regarding the device that was is in use with the paddles. The parts in question were not returned to physio-control for further eval. Hence, further cause of the issue could not be determined.

Event description:
It was reported that the paddle plate separated from the paddle attachment of the external adult hard paddles. There was no pt use associated with the events.